Event description:
It was reported that, "the pts constrained liner came apart so she needed to be revised. The surgeon reported the status of the first revision was a flat cup, no anteversion of the stem and huge skirt on the pca head. All 3 of these factors caused early impingement. The explants were sent to hospital pathology and then to risk management."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report.